Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis 3mensio was reviewed revealing the following information: undersized vessels were present in the patient's access vessels. Minimal luminal diameter for 14f esheath is greater than or equal to 5.5 mm. According to the technical summary, the IFU, current risk mitigations, including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified regarding warnings, contraindications, or the directions and conditions necessary for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the s3u/s3ur valve configuration have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non-vascular), procedural variables, and use-related variability (e.g., technique, user error). These factors often interact and compound, potentially resulting in secondary device failures, such as valve frame damage or compromised sheath and delivery system components, as well as secondary complications affecting the delivery system. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformances, as they arise from the same complex interplay of external factors rather than inherent product defects. The complaint for resistance between system components leading to inability to advance through sheath was confirmed empirically. Available information suggests that patient factors (undersized vessels) and/or procedural factors (device prep technique ) may have contributed to the reported event. 3mensio reported revealed undersized vessel dimensions while additional information stated that the sheath had not been expanded with expansion tool. Improper conditioning of the sheath such as omitting pre-expansion can contribute to resistance during delivery system advancement. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway, resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transcatheter aortic valve replacement in a patient with small vessels, the team attempted to use the femoral approach unsuccessfully twice. The first attempt with a 20mm sapien 3 ultra valve would not travel up the 14f sheath and the system was removed as a single unit. The expansion tool was not used on the first sheath. A second 20mm commander system was prepped with a new 20mm sapien 3 ultra valve. A new 14f sheath was placed and a 5mm balloon was inflated inside the sheath to prep the artery in hopes that the system would pass. The second system also failed to travel up the sheath and was removed as a single unit. The delivery system was stuck between the white and blue portion of the sheath on both attempts. The approach was changed to transcaval, and the third valve was deployed with good result. Post procedure, it was noted there was a dissection that was stented. All devices were discarded.